Event description:
The patient's wife reported the device was working well for the patient and he was walking without a cane. Then, a couple of times when the md would read the patient's device the patient would get a shock/jolt and his eyes would roll back in his head. She stated that the hcp would turn the device off and it took a while for the patient's arms to come back to his side. She reported that now the patient's mouth moves constantly and he can barely walk. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.